Manufacturer narrative:
H11: h2: corrected data on: h6 (medical device problem code).

Manufacturer narrative:
H10: h3, h6: the reported device was received for evaluation. A visual inspection revealed that it is not in its original packaging. The insertion device was returned in the pret2/postt1 setting with the suture fractured and t1 implant not returned, t2 was still in the channel ready to deploy. There is biological debris on the returned items. A functional evaluation was performed on the returned device and found it cycles as designed. Based on the condition of the product material found during visual inspection, additional material testing is not required. An analysis of the customer provided image shows the device and no defects can be seen. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specification upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. A review of the suture material specification found a material certification of analysis is required with each lot. The root cause of the reported event for device dislodged or dislocated could not be determined since findings cannot lead to a clear cause of the reported event. The root cause for the suture breakage was associated with unintended use of the device factors that could have contributed to the failure include a failure to fully actuate the device behind the meniscus during implantation. Based on this investigation, the need for corrective action is not indicated.

Manufacturer narrative:
H3, h6: a device deficiency was not identified, and the root cause of the reported event could not be determined since the device was not returned for evaluation. A review of device records showed there were no indications to suggest that the product did not meet manufacturing specifications upon release for distribution. A complaint history review found similar reported events. A risk management review found that the reported failure and/or harm was documented appropriately, and there were no indications to suggest the anticipated risk is not adequate. An analysis of the customer provided image found the device and no defects can be seen. Please refer to the instructions for use for precautions and warnings related to the use of the device. No containment or corrective actions are recommended at this time. If the product associated with this event is returned at a future date, this investigation will be reopened for evaluation.

Event description:
It was reported that during a knee arthroscopy and meniscus suture, the t2 implant of the fast fix did not stay anchored in the meniscus when carrying out the second shot. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.

Manufacturer narrative:
H10: internal complaint reference: (B)(4).

Event description:
It was reported that during a knee arthroscopy, the t1 implant of the fast fix did not stay anchored in the meniscus when carrying out the second shot. The procedure was completed with a smith and nephew back up device with no surgical delay. No further complications were reported.